Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed two opening on the posterior and radius side assessed as surgical damage . Additional observations: white particles observed inside the device. Wear abrasion observed on the device. White particles observed inside the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.